Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was difficulty deploying the sheath, and after several passes visible damage was observed on both the needle and the sheath. This occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The procedure was completed without delay using another similar device. There was no report of patient or user harm.

Manufacturer narrative:
Additional information: h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to random or expected component failure. However, this failure could not be further specified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.